Event description:
The user had a neonatal total bilirubin result of 0.46 mg per dl from a serum sample in a micro cup. She repeated the sample on the cobas 6000 and got a 16.25 mg per dl. The specimen was then tested on the integra with a result of 15.19 mg per dl. No other assays and no other patients were affected. The initial result of 0.46 was not reported out. Then field service representative determined the sample was in a micro cup on top of a tall sample tube that was misaligned in the rack. He instructed the user on the importance of centering the tubes and ensuring proper alignment when using micro cups on top of the tubes. He also determined there was a faulty leveled detection board and replaced it. To verify the analyzer operation, he observed proper operation during initialization, calibration, qc and patient samples.